Event description:
It was reported at an office visit that a patient was experiencing an increase in seizures up to pre-vns baseline levels about 2-3 months prior to an office visit, and that the patient was no longer feeling magnet mode stimulation. Diagnostics were performed indicating that the battery status was ok, but that the device had high impedance. The patient denied any trauma, pain or discomfort in relation to the high impedance. Radiology viewed x-rays and found no evidence of a fracture or anomalies. Settings were lowered at this visit for the high impedance, but the device remained on so that the patient could still have therapy before surgery. High impedance was indicated during diagnostics performed prior to surgery. Pin reinsertion attempts were made, but the device was still indicating high impedance. After the full revision, the diagnostics indicated that the device was performing within normal limits. It was confirmed that the patient felt magnet mode stimulation. No explanted devices have been received to date. No further relevant information has been received to date.

Event description:
The explanted devices were returned for product analysis. Analysis has not been completed to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed for the explanted devices. Visual analysis of the returned portion of the lead found a discontinuity. The breakage was identified as having evidence of a stress-induced fracture with mechanical damage and no pitting. Pitting was observed on the coil surface, indicating that stimulation was likely present for a certain period of time. Setscrew marks were found on the lead connector pin, providing evident that at one point in time, a good mechanical and electrical connection was present. No other anomalies were notes from the returned lead. Analysis of the returned generator found that the generator functioned as intended. Review of the downloaded data from the generator first noted high impedance on 02/19/2018. There were no further anomalies noted with the generator.